Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with 2 clips in the jaws, the clips were removed in order to perform functional testing and 1 malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling, the feedbar was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clip applier fired two clips at the same time. It was not reported how the procedure was completed. There were no patient consequences reported.